Event description:
It was reported by the philips biomedical equipment technician, while the v60 ventilator was in clinical use on patient, the device was momentarily unplugged and it shut down and came back on. There is no reports of patient harm or injury or other intervention warranted. It is documented the device did alarm and biomedical technician verified the battery needs replacement as it had been plugged in and still was not working. Battery age was reported to be (B)(6) 2019. The device was in patient use at the time of the reported event. There was no patient harm, injury, or medical intervention noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by a philips biomedical engineer technician.multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2022, however, yielded no response from the philips biomedical engineer technician. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.